Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. A pinhole was noted after being withdrawn. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.